Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The patient files analysis led to the following observations: - electromagnetic interferences were observed on (B)(6) 2020 most likely due to a specific procedure such as ablation procedure. - the warning mentioned in the complaint is present since at least (B)(6) 2022 (no older files were provided). - the warning was triggered since an abnormal current was detected in a proximal resistor that acts as a protective mechanism: after this abnormal current measurement, this proximal resistor has been disconnected to prevent any deleterious dc current. This disconnection occurred while ablation was still ongoing. Therefore, electrical charges continued cumulating during the ablation procedure and were not completely dissipated when the second current measurement was performed. After two consecutive abnormal current measurements, the warning message is triggered. - no hardware issue is suspected. However, due to the disconnection of the aforementioned resistor, the device configuration is not optimal and allows not optimal filtering/detection (noise rejection, immunity to emi) of the signal. - it should be noted that the manual warns about the risks associated to medical environment. In particular, it specifies that there are risks associated to rf ablation, as it can disrupt the functioning of the device. Please refer to the attached analysis report.

Event description:
Device shows warning [68] technical issue. The defibrillation system is potentially ineffective. Please contact your microport representative. Both right ventricular and svc coil continuities were checked and found within normal values (371/433 ohm). Battery status was found correct (3.00 v).